Event description:
Boston scientific received information in late (B)(6) 2012, that this physician contacted boston scientific technical services (ts). The physician had questions concerning the use of a magnet on a patient with an implantable cardioverter defibrillator (ICD) that was undergoing a colonoscopy. The physician expressed concern about the use of a magnet based on a past experience with another patient (patient name or device model/serial not reported). The physician reported the other patient also implanted with an ICD experienced a drop in blood pressure associated with pulseless electrical activity (pea) that degraded into full cardiac arrest. The physician was concerned that the use of a magnet positioned over the device may have caused or contributed to the patient's adverse event.

Manufacturer narrative:
Additional information concerning the status of the patient was not reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.